Manufacturer narrative:
Investigation summary: no samples (including photos) were returned. Therefore, the complaint could not be confirmed. And the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported, that while using bd pen ndl 32g 4mm hp. Insulin leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: insulin leaks.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd pen ndl 32g 4mm hp insulin leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: insulin leaks.